Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during the cleaning of the gastrostomy tube, the nursing assistant noticed tube displacement more than usually and informed the nurse in charge together with nutritional support, they removed and check the fixation balloon, which was broken in the balloon, no residue was evident of medicines. Additional information was received and stated that the tube was detached. The customer did not mention anything about the fragmented parts and there was no medical intervention required. Per customer, the patient is doing well.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 18dec2021. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.